Event description:
Reportedly, the device and leads were removed on (B)(6) 2013 due to infection.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, the device and leads were removed on (B)(6) 2013 due to infection.